Manufacturer narrative:
Diasorin (B)(4) received a complaint from a customer stating that two samples resulted negative with the liaison sars-cov-2 s1/s2 igg assay and positive at their reference laboratory. In addition, a sample resulted positive with the diasorin assay and negative at their reference laboratory. The two samples that resulted as negative on the diasorin assay were redrawn and repeated, obtaining the same results. Data provided were reviewed and compared to the information obtained from the reference laboratory. Three samples were discordant between methods. The two samples that tested negative belonged to a patient that did not have any symptoms and no pcr was performed (samples (B)(6)). The subject that tested positive (sample (B)(6)) was sick in (B)(6). The clinical information agreed with serological results. However, since pcr testing result was missing (higher percentage of population has been infected without any symptoms), it was not possible to define the correct results. The abbott sars-cov-2 igg assay is designed to detect igg antibodies to the nucleocapsid protein of sars-cov-2, whereas the liaison sars-cov-2 s1/s2 igg assay is designed to detect the recombinant s1 and s2 antigens of covs. Since not all the needed information were available to deeper investigate the issue (no clinical and pcr information were available) and on the basis of the available data, complaint was classified as not confirmable. As reported on IFU, the liaison sars-cov-2 s1/s2 igg assay and its clinical performance were based on clinical sensitivity defined by pcr positive; no comparison studies with other serological tests are available, differences with competitors assays may be expected and cannot be related to product deficiencies.

Event description:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant changes in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. Diasorin (B)(4) received a complaint from a customer stating that two samples resulted negative with the liaison sars-cov-2 s1/s2 igg assay and positive at their reference laboratory. In addition, a sample resulted positive with the diasorin assay and negative at their reference laboratory.